Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the ems had one staple and another delivered (double feed). Another device was used to complete the case. There was no cosequence to the pt.